Manufacturer narrative:
08-mar-2016 product investigation results: reporter returned one type eb15 toothbrush head on 19-feb-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Lip pinching [lip injury]; lip pinching from very small metal moving part on oral b toothbrush [injury associated with device]; brushhead breaks off in mouth [device breakage]; product counterfeit [product counterfeit]. Case description: (B)(4). A consumer reported that his partner of unspecified age and gender had experienced some issues with his or her oral-b brushhead, version unknown for his or her oral-b rechargeable toothbrush, version unknown, where the head had broken off. He stated that his partner had not been pressing too hard but had experienced some lip pinching from the very small metal moving part that was 20 millimeters down on the shaft. The consumer stated that the brush itself was only a week old. The case outcome was unknown. No further information was provided. 10-feb-2016 received follow-up e-mail from consumer: the consumer reported that his partner's oral-b precision clean brushhead had broken off in her mouth. He stated that she had purchased these brushheads about 3 weeks ago in (B)(6) 2016. He explained that she experienced lip pinching but that it was okay. He described that her oral-b power rechargeable toothbrush handle vitality 3709 was about 5 years old and the brushhead was only 3 weeks old; he stated that they had never been dropped. She did not seek any medical attention nor did she do anything to help alleviate her symptoms. The case outcome was improved. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip pinching [lip injury]; lip pinching from very small metal moving part on oral b toothbrush [injury associated with device]; brushhead breaks off in mouth [device breakage]. Case description: (B)(4). A consumer reported that his partner of unspecified age and gender had experienced some issues with his or her oral-b brushhead, version unknown for his or her oral-b rechargeable toothbrush, version unknown, where the head had broken off. He stated that his partner had not been pressing too hard but had experienced some lip pinching from the very small metal moving part that was 20 millimeters down on the shaft. The consumer stated that the brush itself was only a week old. The case outcome was unknown. No further information was provided. 10-feb-2016 received follow-up e-mail from consumer: the consumer reported that his partner's oral-b precision clean brushhead had broken off in her mouth. He stated that she had purchased these brushheads about 3 weeks ago in (B)(6) 2016. He explained that she experienced lip pinching but that it was okay. He described that her oral-b power rechargeable toothbrush handle vitality 3709 was about 5 years old and the brushhead was only 3 weeks old; he stated that they had never been dropped. She did not seek any medical attention nor did she do anything to help alleviate her symptoms. The case outcome was improved. No further information was provided.